Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., g.1., h.6.

Event description:
Additional information reported the event resolved approximately two months from onset date.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient is experiencing ¿inflammatory reaction of the 2 hands with oedema, redeness and local heat" after a subject was injected in the hands with juvéderm® volift® with lidocaine. A week later, patient was treated with bilaska for 15 days, pyostacine for 15 days, solupred (3 times), mopral for a month, extranase for 7 days, proteochoc for 7 days, and cytolnat centella cream as needed. Symptom of oedema has been resolved but nodules and irregular indurations of both hands are still visible. Patient still experiencing "dehydrated skin and sensibility, discomfort after repeated hand mobilization." Event is ongoing at this time.